Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain, and optically on film it look as if collapse of medial condyle/compartment space (between femur and tibia base) has occurred. Once the surgeon got down the implant, it was clear to see that the femur had broken on its medial condyle. It is deduced that the edge of the femur (where break took place) has nearly cut through the entire poly on medial side.(right)note from the reporter: poly and femur were taken from facility and photos and x rays exist.